Manufacturer narrative:
(B)(4). Approximate age of device - 6 months (calculated from date of implant to date of expiration). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2016 while under hospice care. The cause of death was ventricular septal defect (vsd) with worsening shunting from left to right. Historically, on post-operative day five, a ventricular septal defect (vsd) was noted via echocardiogram. The vsd had not been observed pre-operatively and it was reported that the viewing windows for the echocardiogram at the time were more difficult to ascertain. The vad coordinator stated that the vsd may have possibly been related to a pre-operative ablation for ventricular tachycardia. On (B)(6) 2016 the patient experienced ileal embolic mesenteric ischemia. The patient had presented with sudden abdominal pain, positive lactate, and a subtherapeutic inr of 1.87. The lactate dehydrogenase (ldh) was normal on admission but the plasma free hemoglobin (pfhg) was elevated to 120 mg/dl. The patient was started on high-intensity heparin at the time to reduce the risk of lvad thrombus. There was concern for superior mesenteric artery embolus and the patient underwent an exploratory laparoscopy. Evidence of necrotic ileum was observed and the ileum was resected and an end-to-end anastomosis was performed. It was reported that the necrosis was unlikely to be watershed bowel ischemia. On post-operative day three, the patient had experienced a period of small bowel ileus that did not require total parenteral nutrition. The patient' ldh and pfhg normalized, and remained normal throughout the hospitalization the patient's diet was advanced and the patient was discharged on (B)(6) 2016. The patient's vsd worsened over time, with right to left shunting becoming more severe. When the patient was dehydrated or when the lvad speed was increased, the left ventricle would decrease in size and the lvad inflow conduit would direct toward the septum. When the patient's volume intake increased or the lvad speed was decreased, the left ventricle would dilate and the vsd shunt would worsen, causing the patient to become short of breath and hypotensive. Balance between fluid and speed in the presence of the vsd was difficult to achieve. The vad coordinator stated that the fluid volume events caused by the patient's condition may have contributed to the vsd dilating over time, but that the lvad did not originally cause the vsd. As the vsd worsened the lvad system began to produce frequent low flow alarms. The patient was too ill to undergo a surgical correction of the vsd due to the severity of illness. An amplatzer device could not be placed on account of the patient suffering from bacteremia secondary to urinary tract infection. Due to the patient's worsening condition secondary to the vsd, on 05/20/2016 the manufacturer's technical services representatives performed a custom software upgrade on the patient's system controller in order to reduce the frequency of the low flow alarms. The custom software upgrade reduced the low flow alarm threshold to 2.0 lpm. Due to the worsening vsd the patient was placed under hospice care and requested to be discharged home. The patient expired on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported event and patient outcome could not be conclusively determined. Hemolysis and peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.